Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation blade insertion, the blade attached to the impactor smoothly. The surgeon inserted the blade into the patient with no abnormality. However, when the surgeon tried to lock the blade, the impactor would not lock the blade. From the x-ray, the blade was still in the unlock position and the impactor was detached with the blade. The surgeon attempted to lock the blade with impactor again; the impactor would only attach and detach to the blade, but would not lock the blade. After attempted the same for an hour, the surgeon removed the blade with the extraction screw for proximal femoral nail antirotation blade. The procedure completed by using a new proximal femoral nail antirotation blade and no problem occurred. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device will not be returned for investigation. No additional information is available at this time. Synthes is a ce certified manufacturer and distributor of surgical instruments and implants for the treatment of bone fractures on a worldwide basis. Synthes herewith declares that the examination of the raw-material testing certificates and the manufacturing papers for the article showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11. This lot was manufactured in august 2013, 40 parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product. Disposition unconfirmed as no material was sent back for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Additional product codes: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.